Event description:
After intubation, while bagging, respiratory therapist noted balloon was not inflating and suspected balloon rupture. Et tube was replaced, balloon inflated and bilateral breath sounds auscultated. No further complications.